Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons intermittent) was confirmed due to the front response button being contaminated and had a cut trace. The cause of the inability to activate the monitor is the contaminated response button. The root cause of the contaminated response button is liquid ingress of an unknown contaminant. The root cause of the creased trace cannot be positively identified. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons are intermittent.